Event description:
It was reported that cartridge alarm occurred during pump load process after caller removed used cartridge before being prompted, and repeated cartridge alarms prevented resumption of insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received education on proper cartridge loading and pump storage mode, and was instructed to return problematic pump within 10 days, while technical support arranged shipment of replacement pump and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.